Event description:
It was reported that surgery occurred and the patient's lead was explanted and replaced, which addressed the issue.

Event description:
It was reported that after hearing a pop while doing work, the patient lost effective stimulation and was experiencing high impedances at the lead site. Reprogramming failed to resolve the issue. Surgical intervention is planned to address the issue.